Event description:
The customer reported a leak from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer while running startup. The instrument was failing white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) backgraounds when the leak was noticed. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer was able to troubleshoot the leak. The customer found that the blood sampling valve (bsv) was loose. The customer tightened the bsv, which repaired the leak and the failing backgrounds. The customer ran controls and stated that the instrument was operating without any leaks. (B)(4).